Manufacturer narrative:
Comments: the device has not been returned for evaluation. This report is being filed as there is inadequate info to rule out pt injury. This attachment has been in the field for approx 28 months without any record of factory service. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment of dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Report received indicating that the foot of the attachment was cut by tool contact during a cranial procedure. No pt impact was reported. No additional information was available on follow-up.